Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on the rms report dated of 06 sept 2023, egm real time, and other trends are not displayed for this device

Event description:
Reportedly, on the rms report dated of 06 sept 2023, egm real time, and other trends are not displayed for this device.

Manufacturer narrative:
Review provided data revealed data memory was activated between the (B)(6) 2023 probably some data memory was deactivated during the follow up visit performed on (B)(6) 2023. This hypothesis could not be confirmed with certainty due to missing log files from (B)(6) 2023. Please refer to the report.